Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the over 596 mg/dl. The customer also stated that, the bolus wizard is not setup. The customer treated high blood glucose with manual bolus. The device will not be returned for analysis.